Event description:
Philips received a complaint by the customer on the v60. A good faith effort (gfe) was sent to gather more information on the allegation and when prompted to answer in more detail, via gfe response received (B)(6) 2023, the customer stated that the device was dirty and that the previous complaint of 'ventilator / alarm' was incorrect. Based on the available information, the device appears to have displayed a blower temperature high error code 1122. It was reported there was no patient involvement at the time the issue was discovered. The unit was outside of clinical use; there was no report of harm. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem per previously mentioned gfe. It was reported that the turbine on the device was cleaned, and the cleaning resolved the reported problem. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).